Event description:
It was reported that the patient experienced a seizure approximately 48 hours after a dose increase from 330ug to 360ug/day. Per the reporter, the patient has "end-stage" multiple sclerosis and a seizure disorder. The increase was within the 10-20% recommended lioresal dose increase. The pump was then decreased from 360ug to 300ug/day. The hcp reported that the patient's tone had improved, but that she was delirious at the time of the report. A follow-up report will be sent if additional information becomes available to us.

Manufacturer narrative:
.